Manufacturer narrative:
The technician explained how to set the pt position module to the account to resolve the issue of user error.

Event description:
The account alleged the pt position module will not set. No pt impact.